Event description:
It was reported that during a da vinci surgical procedure, customer went to put the fenestrated bipolar forceps instrument on the da vinci robot and it was malfunctioning. There was a code that prompted malfunctioning according to the acm in the room. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of the instrument was malfunctioning. There was no trouble found. The instrument was put on an in-house da vinci system and it passed the recognition and engagement test. Failure analysis investigation found the instrument's pitch cable to be broken. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.